Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had post-operative pain at the implant site. The representative attempted to provide training with the patient on the programmer but they refused. The patient and physician decided to remove the entire implanted device system. There were no environmental/external/patient factors reported that may have led to the issue. Relevant medical history noted that the patient had pain and used pain medications regularly. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.